Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing cylinders and pump were removed and replaced. No information was provided about the patient's outcome. It was further reported that the right cylinder had migrated through corporotomy and the patient was able to feel it. The patient did not present symptoms but it was said to be "annoying" and aesthetically unpleasant to the patient. The onset of the migration was unknown but was said to be within one to three months after original surgery. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be good after the procedure.

Manufacturer narrative:
H2, h6, h10 updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing cylinders and pump were removed and replaced. No information was provided about the patient's outcome. It was further reported that the right cylinder had migrated through corporatomy and the patient was able to feel it. The patient did not present symptoms but it was said to be "annoying" and aesthetically unpleasant to the patient. The onset of the migration was unknown but was said to be within one to three months after original surgery. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be good after the procedure.